Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge detection notification during the load process. Reportedly, customer cleared the notification and was able to successfully go through the load process again. There was no impact to customer's blood glucose level.